Event description:
In a webinar presentation, a physician reported a tendon rupture following a procedure with the tx system. The procedure and rupture were of the achilles tendon. The rupture presented six months after treatment.